Event description:
Tubing on a medtronic minimed infusion set was not manufactured correctly leading to insulin not being delivered when priming the set for use. Changing the infusion set corrected the problem. I received very poor customer service, it was difficult to navigate their phone system to get a representative, once a representative was reached they did not take my complaint seriously. Their medical device malfunctioned with no intention of opening a complaint or moving toward a non-conforming event.